Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, ¿customer lodged a complaint that a box of cmw2g 40g bone cement that they purchased (3325040 lot: 4658344) had faulty packaging - the inner pouch was sealed within the outer pouch making it impossible to open in a sterile manner¿ the depuy cmw 2g 40g (lot: 4658344) returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed that the distal section of the pouch containing the powder cement appears to have been sealed together with the outer packaging. No additional defects that could have contributed to the reported event were observed. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depuy cmw 2g 40g would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: nr was raised to investigate the reported complaint condition. Added: h4. Corrected: h3.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: "jrn combo products: dmf# - 13704. Trade name ¿ gentamicin sulphate. Active ingredient(s) ¿ gentamicin sulphate. Dosage form - powder. Strength ¿ 1.0g active in our cements." If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a customer lodged a complaint that a box of bone cement that they purchased had faulty packaging. The inner pouch was sealed within the outer pouch making it impossible to open in a sterile manner. No patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿customer lodged a complaint that a box of cmw2g 40g bone cement that they purchased (3325040 lot 4658344) had faulty packaging - the inner pouch was sealed within the outer pouch making it impossible to open in a sterile manner¿ photos of the reported depuy cmw 2g 40g (lot. 4658344) were provided for review. All the available information was forwarded to the manufacturing site for further evaluation. Review of the photographic evidence revealed that the pouch containing the powder bone cement was sealed within the outer pancaking, confirming the reported complaint condition. The overall complaint was confirmed as the observed condition of the depuy cmw 2g 40g would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: nr was raised to investigate the reported complaint condition.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added:d3 (manufacturer postal code), d9, g1. Corrected: d3 (manufacturer name, manufacturer address street line 1, manufacturer city, manufacturer country code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.